Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited high capture threshold and low pacing impedance. The physician decided to downgrade the implantable cardioverter-defibrillator (ICD) to single-chamber ICD. The ra lead was capped on (B)(6) 2022. The patient was in stable condition.